Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for routine follow-up. Upon interrogation, the atrial lead exhibited noise. Noise was able to be reproduced in clinic. Other electrical measurements were stable. No intervention was performed. There were no adverse consequences to the patient. The patient would continue to be monitored.